Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 please provided the patient outcome and medical intervention. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional the valve was blocked and underdrainage. The explanted product were delivered to miethke with the return kit inside an unknown liquid. Height: 140 cm. Please provide the patient outcome and the medical intervention. The file was entered with limited information.

Manufacturer narrative:
Manufacturing evaluation: the valve was received submersed in an unidentified liquid in a plastic container. Visual inspection: no significant deformations or damage of the valve was detected during the visual inspection. The prosa valve housing was subsequently measured and indicated the presence of a slight deformation, slightly outside the tolerances. Permeability test: results have shown that the prosa is permeable. Adjustment test: the valve was tested and is adjustable to all specified pressures. Braking force and function test: the results have shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: the valve was not operating within the accepted tolerances. The opening pressure was significantly lower than expected, indicating a tendency towards over-drainage. Results: after the tests, we have dismantled the valve. Inside the valve we found significant build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. However, we can confirm that the valve is operating in an over-drainage state, likely due to the deposits inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.